Event description:
It was reported during a routine check, the cs300 intra-aortic balloon pump (iabp) displayed low battery alarm coming. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the battery voltage was out of range. The fse shutdown and charged the unit for 10 hours and had a low battery alarm when restarted. The fse stated the batteries are defective and need to be replaced. The customer has chosen not to repair the device.